Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation with two 210cc mentor smooth round high profile saline breast prostheses and was diagnosed, via visual and physical examination, with left breast implant deflation, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
On may 10, 2023, the mentor failure analysis lab received the device for evaluation. On may 17, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 210cc breast implant. Leak testing was performed, according to mentor procedure, and it revealed two (2) tears on the anterior view, tear (a) measuring approximately less than 0.1 cm and tear (b) measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the two (2) tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A second product was received (lot 7672969). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.